Event description:
Customer reported via phone call that the insulin pump stopped working and alarmed motor error. Blood glucose value was not provided. The customer stated they will be calling back later and hung up.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.